Event description:
A malfunction alarm was reported by the caller, specifically indicating malfunction code 12 on the pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The same malfunction code recurred after resetting the pump, prompting customer technical support (cts) to decide on replacing the pump, although it was out of warranty. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, and they have been guided on returning the pump in storage mode with a pre-paid label.